Event description:
Without notifying patients signifier medical changed its software so that the mouthpiece required for obstructive sleep apnea (osa) therapy expires at the end of 90 days. Each new mouthpiece purchased now expires 90 after first use. With the osa treatment device. Signifier medical replied to me via email that FDA mandated them to make the device expire at the end of 90 days. Until made to expire, I used my initial mouthpiece supplied with the device safely for approximately 11 months. I did not suffer ill effects and the device worked the same as when new, I don't believe the FDA mandated expiration of the mouthpiece after 90 days. This was done solely to sell additional mouthpieces in order to make more money. The signifier medical excite osa device was approved by the FDA. It is not however, covered under medicare or insurance companies at present. Having to buy a new mouthpiece every 90 days will be a financial burden on many users. What I would like for the FDA to do is reply with whether or not there is a requirement by the FDA to make the mouthpiece expire at the end of 90 days. FDA safety report ID # (B)(4).